Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing three occurrences of stopper creep out after use. The following has been provided by the initial reporter: it was reported that the stoppers on the tube were tilted to the side. The stoppers on the tube were tilted to the side, one was seen after use and two others were identified before use. Occurrence qty 3. No patient identifiers available.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cocked stoppers with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for cocked stoppers with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing three occurrences of stopper creep out after use. The following has been provided by the initial reporter: it was reported that the stoppers on the tube were tilted to the side. The stoppers on the tube were tilted to the side, one was seen after use and two others were identified before use. Occurrence qty 3. No patient identifiers available.